Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional info will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9610978-2010-00003.

Event description:
The report received from the field indicated that while preparing for an interventional endovascular procedure, the palmaz genesis 9 x 39 stent came off of the opta pro stent delivery system (sds) outside of the pt's body. There was no reported pt injury. Attempts to obtain additional info have been unsuccessful to date.